Manufacturer narrative:
Manufacturer's report date: april 23, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. The set has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
The nurse reported that a small tear was found on an IV set that allowed air to enter the tubing. The tear was below the safety clamp fitment and below the air-in-line detector on the pump. The patient's mother noticed the bubbles in the line and notified the nurse. No patient harm. The set had been in use about 2 hours and was infusing normal saline at 10ml/hr. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.